Event description:
Describe event or problem: suspected deflation.

Event description:
Partial deflation of left saline implant, followed by bilateral replacement with another brand. Unknown if initial use of device. Leak noted to be at the junction of the valve patch and implant shell.